Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:a review of the black box showed a loss of prime associated with a cartridge change had occurred at 16:56 on (B)(6) 2015; deliveries were resumed at 17:29. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezbg and an ezcarb bolus were manually calculated and the pump correctly calculated the same number of units. The pump¿s bolus calculator feature was found to be functioning correctly. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 403mg/dl with increased urination, increased thirst, drowsiness, dizziness, nausea, blurred vision, and a burning sensation in the abdomen. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. During troubleshooting, the reporter noted that the pump was not calculating recommend bolus totals correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an issue with the pump's bolus calculation feature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.